Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received with the blade cracked and gouged. However, no anomalies were noted to the jaws. The jaws opened and closed properly. Due to the damage to the blade, it was found that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the lap colon resection, the shear locked and surgeon was unable to close the instrument. Another shear was used to finish the procedure without any problems. No patient consequence.